Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back there was no suture present. The device was removed and hemostasis was achieved using a second perclose device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.